Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One xtw was implanted and the mitral pressure gradient was 4mmhg. There was residual mr and it was decided to implant an xt to further reduce the mr. The mean pressure gradient increased more than 5mmhg. Due to the patient's underlying comorbidities it was decided no to proceed with implanting the xt. The xt was removed and the procedure was completed. The post-procedure mr grade was 1-2 and the mpg was 4mmhg. There were no adverse patient effects or clinically significant delay. There was no device malfunction. The device was returned to the manufacturer. During device analysis a torn clip introducer and bent frictional elements were observed. Follow-up with the account confirmed that during post-procedure handling of the device, one of the medical staff grabbed and moved the clip and clip introducer. It is unknown if the frictional elements were bent and the clip introducer was torn during this process.

Manufacturer narrative:
All available information was investigated, and the reported torn clip introducer and bent frictional elements were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the observed torn clip introducer and bent frictional elements were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.